Event description:
A 4.0 mm diameter by 24 mm length driver stent delivery system was inserted for treatment of a lesion located in a saphenous vein bypass graft to the middle posterior descending artery. The 70% stenotic lesion was predilated with ptca balloons prior to insertion of the stent delivery system. The coronary artery contained an extreme bend, it was not possible to cross the lesion and an attempt was made to remove the sds. It was then noticed on fluoroscopy that the stent had dislodged in the coronary artery. According to the physicican, it is unknown exactly when the stent dislodged. The undeployed stent was successfully snared and removed from the patient. The target lesion was treated with a ptca balloon. No additional sequelae were reported and the patient is reported to be stable.